Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during stenting treatment procedure stent dislodgement occurred. The 2.5x20mm target lesion was located in the non-tortuous anterior interventricular artery. A 2.75x28mm taxus liberte stent delivery system (sds) was advanced to the lesion; however the device became stuck in the middle of the lesion and while trying to remove the device the stent became damaged. The physician withdrew the device to the radial artery but he was unable to insert the sds into the 6f radial catheter and during the attempt the stent dislodged from the sds. The dislodged stent was left in the radial artery and the procedure was completed with a 2.75x28mm non bsc stent. No patient complications were reported and the patient's current condition is okay.